Event description:
Information was received indicating that this cadd ms3 infusion pump exhibited low volume alert. It was reported that the patient did not find any leaking. It was also reported that the patient primed the line 3 times with the last cartridge. The patient reported experiencing shortness of breath and dizziness. The infusion being administered was life sustaining. The patient immediately switched to back-up pump. No long-term adverse effects to the patients were reported.

Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis in used condition. Visual inspection of the pump found the pump to be in good condition. Functional testing included accuracy testing. Accuracy testing found the pumps average delivery error to be within the published specification. Customer stated issue was not confirmed and could not be duplicated. Problem source could not be identified.